Event description:
It has been reported to philips that the fluoroscopy failed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and the diagnosis procedure was delayed due to the reported issue. The philips remote service engineer (rse) inspected the system and confirmed that the system showed ¿fluoroscopy failed, reselect application" error. Review of system logfile revealed that the reported malfunction was caused by a defective lateral image processing pc (ippc) image disc because it did not boot up. The procedure was completed by restarting the system. It was advised to replace the ippc if the problem persisted. On a later date, the image processing pc (ippc) and all related parts were replaced at the customer site as part of the repair activity to resolve this issue. The device was fully functional again after repair and replacement. The codes were updated based on the investigation outcome.